Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. This medwatch is being filed to relay additional information. Review of the most recent repair record determined he pole clamp assembly was corroded, the feet were damaged, the display would not enter service mode and was giving error code e0027, and the battery had low capacity; however, the repair was not completed because of material shortage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be completed. Telephone number: (B)(6).

Event description:
It was reported that service is requested because the main lead has exposed wires and requires replacement. The damaged mains lead was picked up whilst setting up theatre prior to list starting. No adverse events were reported as a result of this malfunction.